Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to competitive pacing events during a normal device check in clinic. No patient symptoms were reported. Programming changes and further testing were recommended.